Manufacturer narrative:
Prior to the event, na and cl qc results were within the lab's established ranges. Immediately following the event, na and cl qc results were high. A field service engineer (fse) was dispatched and rebuilt the ratio pump, which resolved the problem. As of (B)(6) 2010, there were no further calls to the bci hotline for ise problems.

Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining erroneously high sodium (na) and chloride (cl) results that were generated by the unicel dxc 600 pro synchron chemistry analyzer. No erroneous results were reported out of the laboratory. The samples were repeated on an alternate instrument, producing lower results and were reported out. There was no affect on patient treatment for this event.